Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 09-may-2023. H6: investigation summary one sample of material number 2426-0500 was submitted for quality investigation. It was reported by the customer that the tubing disconnected at middle push port junction (port directly below the part that goes into the pump) could be verified. Evaluation of the extension set shows that the infusion set separated at the smart site below the lower fitment. Further visual inspection shows a lack of solvent on the tubing. The root cause of separation is because the bonding and assembly method wasn't performed correctly also the solvent dispenser didn't work properly. There was a lack of inspection and personnel in training. A device history record review for model 2426-0500 and lot number 22033457 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set of lot. H3 other text : see h10

Event description:
It was reported that the bd alaris¿ pump module smartsite¿ infusion set tubing was found disconnected from the adapter/luer connector before use. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "we had two incidents with the set. One recent and one last year based on a review of our incident reporting system... Event 2: incident summary: "writer opened IV tubing... And found tubing disconnected at middle push port junction (port directly below the part that goes into the pump)... Writer did not use tubing."... - when did you discover the event? Before/during/after use? Before use when opening the package. - is there any patient involvement in this incident? If yes, is there any adverse event occurred to the patient? No - was there an alaris pump and pump module in use at the time of the event? If so, what pump module model was in use (8100, 8110, 8120)? Identified before used on a pump - what was procedure being performed, please provide the details. No details"

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd alaris¿ pump module smartsite¿ infusion set tubing was found disconnected from the adapter/luer connector before use. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "we had two incidents with the set. One recent and one last year based on a review of our incident reporting system... Event 2: incident summary: "writer opened IV tubing... And found tubing disconnected at middle push port junction (port directly below the part that goes into the pump)... Writer did not use tubing."... When did you discover the event? Before/during/after use? Before use when opening the package. Is there any patient involvement in this incident? If yes, is there any adverse event occurred to the patient? No. Was there an alaris pump and pump module in use at the time of the event? If so, what pump module model was in use (8100, 8110, 8120)? Identified before used on a pump. What was procedure being performed, please provide the details. No details".